Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. It was unknown if the patient was hospitalized or if they were treated for the event. The outcome of the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.